Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has psoriasis. Patient described the area as red. Patient reports having allergy to the vest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cream and a shower gel for the skin irritation. Follow up indicated that the skin irritation improved.